Event description:
At implant, impedance was around 900 ohms in 2011; impedance has steadily climbed to 2700 ohms today.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.